Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient experienced skin pain around the plate after 6 months to 1 year post-operative. The plate was removed on (B)(6) 2012. This report involves one unknown plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if the product will be returned to the manufacturer for review/investigation. (B)(6). Unknown, as there is no part or lot number available for this part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.